Event description:
It was reported during an esophagus da vinci procedure the fenestrated bipolar forceps pulley was frayed and sticking out of the instrument. No patient harm, adverse outcome or injury was reported. Another instrument was used and the procedure was completed without any impact on patient care. No additional procedure were performed, no x-ray were performed.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; frayed cable were to recur could cause or contribute to an adverse event.